Manufacturer narrative:
Additional information was received on (B)(6) 2018. The devices were explanted on (B)(6) 2018. The device history record (DHR) of lot number 126614 was reviewed on (B)(6) 2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the lot number was not recognized, no device history record (DHR) review could be performed. Concomitant products: mentor siltex round moderate profile 325cc saline prosthesis, catalog # 3542630, lot #126614. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with mentor siltex round moderate profile 225cc saline prostheses. In addition to a burning sensation, left sided deflation was suspected, as the left breast appeared to have become smaller than the right. The right prosthesis was hardened, consistent with capsular contracture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. (See 1645337-2018-04950 for contralateral prosthesis report).